Manufacturer narrative:
Reference#: (B)(4). The sample is not available for return. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Patient presented for ablation with 6cm of flat hgd. After exam mucomyst was applied and guidewire was placed into the antrum. A 360 express was passed over the guidewire followed with the scope. Proximal ablation was performed and the device was advanced 4cm and a 2nd ablation was performed. The scope, 360 express and guidewire were removed. A barrx cleaning cap was placed on the distal tip of the scope and inserted into the patient to remove the coagulated tissue. It was then noticed that a 4cm esophageal tear occurred in the distal esophagus. After it was confirmed that there was no active bleeding the decision was made to abort the procedure and 2nd round of ablations.